Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead was noted to be dislodged and fractured. The patient was symptomatic due to the event. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.